Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigator's unable to duplicate the customer's stated problem. During investigation batteries were inserted into the pump, and the device ran for an extended amount of time and no issues occurred. The pump was operating properly when high quality fully charged batteries were installed in the pump. No problems found.

Event description:
Information was received that this smiths medical cadd ms3 pump experienced batteries problem. It was reported that the pump powered down but had batteries inside the new pump. However, "the batteries were old, and the pump died". No reported adverse effects.